Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 confirmed in the history due to broken trace. No pump error 3 alarm and no pump error 28 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they rewound insulin pump and the record remained in bolus history. Customer reported that the insulin pump again received with hardware low level failure alarm after self test. Normal operation could not be confirmed, so the customer was told to use the pen. The customer was told that the person in charge would be informed about the insulin pump. No further information given. The insulin pump will be returned for analysis.